Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized several times for high blood glucose. The customer refused to troubleshoot the insulin pump. Advised the customer to discontinue used of the device and revert to back up plan of manual injections. No further information was provided.